Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Info received indicates a sparc sling was implanted on (B)(6) 2006. Since the implant, the pt reportedly experienced pain, erosion of mesh into bladder, urinary urgency and frequency, dyspareunia, and had a bladder stone formation.